Manufacturer narrative:
Coopersurgical, inc. Is investigating the condition reported. (B)(4).

Event description:
Customer stated: temperature gauge is not working and when depressing pedal it sounds like a lot of air is escaping. (B)(4).

Manufacturer narrative:
Ref : e-complaint-(B)(4). Investigation: x-inspect returned samples. Analysis and findings: the complaint unit, serial # (B)(4), was manufactured in august of 1984. Repair order (B)(4) notes: cust states: temp gauge is not working & when depressing pedal, it sounds like a lot of air is escaping. Found: pin cup in hp reg is sticking. Replaced pin cup assy, verified temp gauge calibration. Tested to sop-51885. A review of the 2 year complaint history for the ce82 delivery system, item #2000, shows no similar reported complaint conditions. The complaint was confirmed. No physical damage was indicated. The complaint unit is almost 35 years old and most likely, the pin cup assembly went bad with use over time. Therefore, while no definitive root cause could be reliably determined, this issue may be attributed to customer wear and tear. Coopersurgical will continue to monitor this complaint condition for trends. Correction and/or corrective action: the complaint unit was repaired and returned to the customer. Coopersurgical will continue to trend this complaint condition. No further corrective actions required at this time. This is not an assembly issue. No further training is required at this time. Complaints will continue to be monitored to determine if there is any new trend for this complaint condition. Was the complaint confirmed? Yes. Preventative action activity: the complaint was reviewed. Coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Customer stated: temperature gauge is not working and when depressing pedal it sounds like a lot of air is escaping. Reference repair log 91467. Ref e-complaint-(B)(4).